Manufacturer narrative:
A sample was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The visual inspection determined that the sponge was fully separated from the cap. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap, it was determined that the sponge was found to be fully separated from the cap. There was no patient involvement. No additional information is available.